Manufacturer narrative:
Lab analysis summary: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken on posterior assessed as unidentified (tear) opening. Shell thickness within specification. ¿ capsular contracture: unable to observe since it is not related to the device. Additional observations: ¿ no other observations observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade iii. The device has been explanted and replaced with a non-allergan brand.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 05/jun/2024.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade iii. The device has been explanted and replaced with a non-allergan brand.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade iii. The device has been explanted and replaced with a non-allergan brand.